Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas and alleged that the patient required emergency room treatment for blood glucose (bg) of .420 mg/dl with vomiting. The reporter stated that the pump had been dropped and loss of prime occurred within a few minutes after impact, and that the patient had been sick at the time of the event and was given zofran for vomiting. Customer support attributed the event to training/misuse issues.